Manufacturer narrative:
Initial.

Event description:
It was reported that a user replaced their freestyle libre 3 plus sensor, after which the ilet displayed bg run mode with no pump alerts, and subsequent scans produced a ¿sensor already in use¿ message due to the sensor being paired with the abbott app instead of the ilet app; the user was advised to use only the ilet app and was provided abbott customer care contact information for sensor support. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical care. User support included product-use troubleshooting and user education. Investigation of this case revealed use error related to sensor pairing and data transmission to the ilet, with the sensor in use by another device. It was concluded, based on previously established findings for similar reports, that the cause was user error and external device interference.